Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the filter frequently turns black, an issue that has persisted for an extended period. The user, who uses the device daily, is also experiencing health issues and is under the care of a doctor. Additionally, the user has reported being diagnosed with cancer while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the filter frequently turns black, an issue that had persisted for an extended period. The user, who uses the device daily, was also experiencing health issues and is under the care of a doctor. Additionally, the user had reported being diagnosed with cancer while using the device. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.